Manufacturer narrative:
(B)(4). The run data files (rdf) were analyzed. Signals in the run data file indicate that the elevated wbc content in this procedure was likely a result of an escape of wbcs from the lrs chamber. There are no events (changes in pump speed, sub state changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. Internal capas have been initiated to evaluate reports of elevated wbc counts.

Event description:
The customer would like the run data file investigated to determine a possible cause for the lower than expected measured plasma product volume and the elevated wbc count in the platelet product. (B)(6). No medical intervention was necessary. The disposable kit is not available for return as it was discarded by the customer. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has potential for injury.